Event description:
It was reported to philips that the device was not responsive, and restarted on its own. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure got delayed by 10 minutes and the patient moved to another room to complete the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the device was not responsive. The rse reviewed the logfile and confirmed that there was a connection issue with the internal component. Upon functional testing the rse determined that system had not been shut down for a very long time. To resolve the reported issue, the rse suggested the customer to reboot the system, and the customer performed a reboot. After reboot, the system returned to use in good working order. The codes were updated based on the investigation outcome.